Event description:
It was reported during a colon resection while using the tlc55 the firing knob on the device would not advance firing. The case was completed with a new tlc55. There was no consequence to the patient.

Manufacturer narrative:
Proximate linear cutter-based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears possible that an inadvertent movement of the firing knob may have contributed to the reported incident. This is evidenced by the proximal drivers being in the up position and the lock out being in the locked position. It should be noted that the cartridge is designed to lock out if any staples have been fired from the cartridge. However, it could not be ascertained if this may have occurred in this instance. The swing tab (lockout) was reset on the cartridge. The instrument was then fired with the returned cartridge and it fired and formed the remaining staples as designed.